Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvt4b8, (imp, tsv,4.1,8, mtx,mg) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implant had debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1268531. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268531 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : lack of primary stability and dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that implant at tooth site 26 was not primary stable in sinus, despite of undersized drilling. Doctor performed sinus closure. No other implant was placed to complete the procedure.